Event description:
During the case the tissue was being removed and the dr. Noticed that the plastic began melting away. This resulted in an open procedure.

Event description:
Customer reportedly received the following results on the advantage system, compared to a professional meter, within 10 minutes: 298 mg/dl (advantage) and 116 mg/dl (professional meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.